Event description:
The hospital reported that the surgeon attempted to load a 3.8mm heartstring product into a delivery device using the IFU method during an opcab surgery. However, the seal became stuck on the loader, preventing normal loading, the issue occurred during the loading process. Consequently, only the delivery device handle was removed. The white plunger was not pressed during loading. Determined to be a product defect, a new product was used, and the surgery was successfully completed. The patient's condition is stable. The seal did not make contact with the patient's aorta. There was a 15 min delay.

Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.